Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula. The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Although no damage was present, the cause of unsure properly inserted could not be determined. Device was received with corrosion observed on the pcb and the battery stack. During the investigation, an internal leak was found in the fluid path due to a hole in the unexposed soft cannula. The fluid path was manually occluded, and fluid was observed diverting through the hole in the unexposed soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). In addition when removed from the infusion site, the pod's cannula was found bent.